Event description:
It was reported that an insulin gauge displayed a different amount than expected, starting about two weeks before the call. The issue was that the difference between the displayed and expected values exceeded 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and agreed to receive an email with links to cartridge loading resources. Additionally, tandem technical support advised the customer to call back for further troubleshooting if the issue recurred.